Manufacturer narrative:
Follow-up #1: date of submission: 01/20/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/06/2016 with the following findings: there was a battery compartment crack to the left of the bumper pad from the threads traveling down to the case seal. A piece of the case was missing at the cartridge compartment threads. The audio bolus button cover was damaged, but still responsive. Corrosion was observed inside the battery compartment. The pump failed a leak test due to battery compartment damage. There was evidence of moisture on the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.